Event description:
This complaint is now reportable based on the analysis completed on 03/12/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x24 mm taxus liberte drug eluting stent would not cross the lesion. The 90% stenosed lesion being treated was located in the moderately calcified distal left anterior descending (lad) artery. No patient complications were reported. Patient status reported as "stable". However, the returned product revealed the stent moved on the balloon and stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. Visual examination of the returned unit found severe damage to the distal edge of the stent, damage to the proximal edge of the stent and that the stent had migrated proximally on the device. The distal stent struts were severely misaligned. At the proximal end two stent struts were bent back distally. This type of damage is consistent with the delivery system encountering some form of restriction. The stent itself had migrated 2cm proximally. Kinks were present along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A recommended sized guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly device history record found that the device met its material, assembly and product specifications at the time of release to distribution. Operational context would be the most probable root cause due to anatomical/procedural factors encountered during the procedure so, performance was limited.